Event description:
It was reported by the customer during clinical assessment that there is "redness or swelling was identified at or around the central line insertion site, double lumen powerpicc solo in upper arm."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.